Event description:
The site reported that the CT scan did not match the actual patient when the case was started. Therefore, the superdimension portion of the case was canceled with the patient under general anesthesia. There was no harm or injury to the patient reported. There was no allegation that the superdimension system malfunctioned in any way.

Manufacturer narrative:
The procedure recording from this case was returned for analysis. Tha analysis confirmed there was a large CT to body divergence as observed by the physician. It is not known why the CT that the site made did not match the patient, however, the current user manual states "caution: the superdimension I·logic system supports only CT and/or pet/CT scans made in a supine patient position. Using a different patient position will result in a wrong display of the CT cross-sections in the application views". In addition, the manual states: "note: to avoid excess CT noise, the patient should be immobile for the duration of the scan. For best 3d map results, ensure the CT scan is taken with patient breath hold on inspiration". The recordings show the superdimension system worked appropriately. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia. No return.